Event description:
It was reported that the manifold assembly needed to be replaced and routine maintenance on the arctic sun device. Per follow up information received via email on 08feb2023, they received an error 76 inlet temperature (t3, resistor too low) on the arctic sun device. Manifold was exchanged resolved the issue. There was no patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the manifold assembly needed to be replaced and routine maintenance on the arctic sun device. Per follow up information received via email on 08feb2023, they received an error 76 inlet temperature (t3, resistor too low) on the arctic sun device. Manifold was exchanged resolved the issue. There was no patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed t3 thermistor. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.